Event description:
Staff person was seated on stool in the resident dining room. When she attempted to stand up the stool seat broke and she fell to the floor. She complained of sacral pain and was sent for evaluation by a physician. She missed 8 hours of work time due to the incident.